Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a driveline infection in (B)(6) 2013. The patient underwent an incision and drainage in (B)(6) 2013, (B)(6) 2014 and (B)(6) 2014. It was reported that most recently, the patient had been discharged on (B)(6) 2015 on intravenous antibiotics for (B)(6) bacteremia from the driveline. On (B)(6) 2015, the patient presented to an outside hospital after being awakened by at least 6 episodes of ICD shocks (thought to be supraventricular tachycardia or afibrillation vs ventricular tachycardia). The patient was also febrile. It was reported that the patient developed diffuse emboli of the brain and abdominal viscera. The patient's condition declined and comfort measures were taken. The patient expired on (B)(6) 2015 due to lvad endocarditis and septic embolization.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.